Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign material mixed with corrosion at adhesive around the light guide lens. The inside of the light guide lens had signs of humidity. Foreign material was found between the distal end and server plug-in. The origin or type of foreign material could not be confirmed. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. For the event distal end has foreign material: the legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified however, no physical damage was found at the location with foreign material. The event can be detected and prevented by following the instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. In regards to the stain found inside the light guide lens: based on the results of the investigation, it is likely the the light guide lens glue had peeled off due to either physical stress caused by hitting or dropping the distal end, or chemical stress from the chemical solutions used. As a result, humidity invaded the device and caused corrosion/a stain. The event can be detected and prevented by following the instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.